Manufacturer narrative:
(B)(4). D10: unknown taperloc stem no. 9 unknown. Unknown biolox delta 36 mm ceramic insert unknown. Unknown 36 mm biolox delta femoral head unknown. G2: foreign: romania. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Stefan, c., moldovan, c., marsavina, l., hurmuz, m., & stefan, I. (2024). A case report on a fractured ceramic bearing surface following total hip replacement and a short review on the mechanisms of liner fracture. Reports, 7(4), 117.http://doi.org/10.3390/reports7040117.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty completed on an unknown date. Subsequently, the patient developed pain, squeaking, loss of range of motion, and muscle weakness. Intraoperatively it was noted that the ceramic liner had fractured, cup wear and microchipping with severe degradation of the head were also observed. All components were exchanged without any known complications and further details were not provided at this time. Upon 1 year and 4-year follow-up the patient was found to be doing well.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.